Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system exited unexpectedly in synergy spine when moving into the acquire images task. The system exited to a gray screen that required a hard reboot. After the reboot, the system seemed to be functioning fine. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.